Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patient had a right status post direct anterior hip done on (B)(6) 2016 has a peri prosthetic fracture in which the patient is complaining of pain. Surgeon decided to revise the stem/head and put cables around the fracture. Right hip.